Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. No symptoms were reported but the cgm was reading 94 mg/dl and the blood glucose reading was 22 mg/dl. The patient was treated by one of the family members with a nasal glucagon spray, baqsimi. There is no indication more treatment was needed after this and at the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.